Event description:
It was reported that, "curved impactor handle was used in the standard fashion. Upon removal of insertion device from acetabular implant it was discovered that the impactor tip had broken and two small pieces of the impactor tip had come off."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.